Manufacturer narrative:
According to the complainant, the suspect device has been retained and is not available for return. A review of the batch history will be conducted. If there is any relevant information from our review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy with stent placement procedure, the tip broke off of a sensor .035 dual-flex str/150cm guidewire into the pt's right ureter. They were able to retrieve the piece from the pt, though it is not known what type of device was used to retrieve it. Follow up info received states the pt is doing fine. The physician was able to retrieve all the parts to the guidewire. A second guidewire was placed and a stent was placed under fluoroscopy. The physician noted there were no blockages or perforations due to the guidewire breaking. The device is being retained by the risk management department.